Manufacturer narrative:
H10: the device was received for evaluation. The sample was visually inspected and primed under simulated conditions. The reported condition was not verified. Nevertheless the reported event is considered confirmed based on customer report. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an error in air detection occurred as soon as a prismaflex st150 set was loaded. After a few attempts, priming was performed and an external fluid leak was observed. There was no patient involvement. No additional information is available.